Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a shorted cable. In addition, the unit failed a leak test due to a puncture on the cable.

Event description:
A user facility reported to olympus that an image was not produced. The problem, as reported to olympus, was found during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred due to unexpected / external stress on the cable due to user's handling, and the image was no longer produced due to the breakdown of the cable unit. The following verbiage describes the handling of equipment within the instruction manual, which may have prevented the phenomenon: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable".